Event description:
On (B)(6) 1993, the ipp device was originally implanted. The device was removed on an unknown date for an unknown reason. The ipp was replaced with a non-ams device (coloplast). The non-ams device was removed on (B)(6) 2011 due to malfunction, and replaced with an ams spectra device. Ams has requested information on the original ipp explant.

Manufacturer narrative:
Pump: lot/serial number: (B)(4), catalog: 72401470. Reservoir: lot/serial number: (B)(4), catalog: 72401477.